Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify low battery alarm and unexpected battery power loss due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.